Event description:
It was reported that during an unknown procedure, the balloon of the bronchovideoscope fell off inside the patient. The balloon was then retrieved with the use of another scope and the procedure was completed with a similar device. Additional information was requested but not available at this time. There were no further reports of patient harm. The reports of the following patient identifiers are linked: (B)(6).